Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 202 mg/dl. The customer stated that prior to the button error alarm, he had received an alert on the insulin pump which stated that he had pressed the buttons for longer than 3 minutes; however, he stated that after having received that alert, the buttons had stopped working properly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.